Event description:
Hologic novasure ns2000us would not pass cavity assessment after several attempts. A subsequent "like" device was then utilized without incident. Diagnosis or reason for use: dysfunctional uterine bleeding. Event reappeared after reintroduction: yes.